Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a cryo-ablation procedure using a polarx catheter the patient experienced gastric dilation. The ablation procedure was completed on (B)(6) 2024 and during a check up on (B)(6) 2024 the dilation was confirmed with a CT scan. Medication was prescribed and no further information about the patient's status was provided. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.